Event description:
It was reported that shaft break, balloon deflation failure, and removal difficulty occurred requiring additional intervention. The target lesion was located in the left anterior descending artery (lad). A 3.50 x 28 mm synergy xd drug-eluting stent was advanced to the lesion site with some resistance noted during insertion and advancement of the device. During balloon inflation for stent deployment, the catheter shaft broke in half within the patient's coronary artery. The balloon failed to deflate promptly, resulting in patient pain and discomfort. The physician was able to deflate the balloon eventually, but the broken catheter fragment could not be retrieved with a snare or a non-boston scientific guide catheter. The stent was implanted, however; the patient was referred for emergency coronary artery bypass graft (CABG) surgery. During the surgery, the retained catheter and balloon fragment was successfully removed. The patient was discharged and is expected to make a full recovery.

Event description:
It was reported that shaft break, balloon deflation failure, and removal difficulty occurred requiring additional intervention. The target lesion was located in the left anterior descending artery (lad). A 3.50 x 28 mm synergy xd drug-eluting stent was advanced to the lesion site with some resistance noted during insertion and advancement of the device. During balloon inflation for stent deployment, the catheter shaft broke in half within the patient's coronary artery. The balloon failed to deflate promptly, resulting in patient pain and discomfort. The physician was able to deflate the balloon eventually, but the broken catheter fragment could not be retrieved with a snare or a non-boston scientific guide catheter. The stent was implanted, however; the patient was referred for emergency coronary artery bypass graft (CABG) surgery. During the surgery, the retained catheter and balloon fragment was successfully removed. The patient was discharged and is expected to make a full recovery.